Manufacturer narrative:
The correct date of event has been confirmed as (B)(6) 2016.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations determined that the sample contains a high biotin concentration, which is above the allowable biotin concentration mentioned in labeling for the tsh, ft4, and anti-tpo assays. This high level of biotin most likely caused the tsh, ft4, and anti-tpo result discrepancies.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), the elecsys ft4 ii assay (ft4), and roche diagnostics cobas elecsys anti-tpo (anti-tpo) on a cobas 8000 e 602 module (e602). Dates of (B)(6) 2016 were provided as the date of the event. A clarification has been requested. This medwatch will cover ft4. Please refer to the medwatch with (B)(6) for information related to tsh and refer to the medwatch with (B)(6) for information related to anti-tpo. The sample initially resulted as 0.03 mu/l for tsh, 2.60 ng/dl for ft4, and 171.90 u/ml for anti-tpo when tested on the e602 analyzer. The initial results were reported outside of the laboratory to medical personnel. The sample was repeated on an abbott analyzer, resulting as 0.83 uui/ml for tsh, 1.0 ng/dl for ft4, and negative (below 34 iu/ml) for anti-tpo. The patient was not adversely affected. The serial number of the used e602 analyzer was asked for, but not provided. Calibration and controls were said to be good and there was no issue with any other sample results.